Event description:
Revision surgery - for a collapsed tibial plateau due to poor bone quality.

Manufacturer narrative:
The reason for this revision surgery was the patient suffered a collapsed tibial plateau after 5.1 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 53982012. A total of (B)(4) complaints have been submitted against part number 321-01-108. This complaint is the result of patient bone quality and the remaining two are the result of a loose baseplate and baseplate without a screw. The root cause of the patient's collapsed tibial plateau was the result of poor bone quality. There are no indications of a product or process issue affecting implant safety or effectiveness.